Manufacturer narrative:
This event is being reported to the food drug and administration late as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that the patient's nimbus pump had abruptly powered off during use. The patient's caregiver powered the device back on, and the infusion resumed successfully. A review of the device's serial number history revealed no similar complaints. Functional testing and further investigation of this pump is excluded as the failure mode for this device has been previously investigated through product capas it2023-15 and this product has been removed from the market under recall z- 1285-2024. Reference to complaint# (B)(4).

Event description:
Intuvie received a report indicating that the patient's nimbus pump had abruptly powered off during use. The patient's caregiver powered the device back on, and the infusion resumed successfully. No patient harm was reported.